Event description:
It was reported the pt experienced intermittent stimulation following a fall. The pt fell between (B) (6) and (B) (6). She started to notice the stimulation was intermittent and would feel surges of stimulation when it was on. The pt was currently not feeling stimulation at all even when the amplitude was increased to the highest setting. The pt only had one program available to use. Impedance values were >20000 ohms on electrodes 8-15 except 11 and 12. Troubleshooting was being considered. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).